Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records but was denied as patient authorization is needed and no response was received from the hospital for medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The final patient status is unknown. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and four (4) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak was identified. An intervention was completed. The physician elected to implant a suprarenal stent graft extension and an infrarenal stent graft extension to treat this patient. As of the date of this report, there have been no additional patient sequelae reported. Updated information: re-intervention was completed. The physician elected to implant a suprarenal stent graft extension and an infrarenal stent graft extension to treat this patient. The final patient status is unknown.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and four (4) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3a endoleak was identified. An intervention was completed. The physician elected to implant a suprarenal stent graft extension and an infrarenal stent graft extension to treat this patient. As of the date of this report, there have been no additional patient sequelae reported.